Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during the parotidectomy the mainframe had an excessive artifact even when the probe was not close to the nerve monitoring tube. For troubleshooting, the hcp tried to turn it off and on to reset however, the same issue occurred. There was a surgical delay as the hcp needed to stop and get a hand held nerve stimulator to complete the case after trying to trouble shoot. There was no patient impact.

Manufacturer narrative:
Analysis found could not duplicate customer's complaint regarding excessive artifact. No fault found with the device. The device was cleaned, tested and passed all manufacturing specifications. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.